Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use the pump, however a replacement pump was sent to resolve the issue.